Event description:
A 62-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2024, novocure was notified that the patient experienced a fall that day and was subsequently transported to the emergency room (ER). In the ER, the transducer arrays were removed to facilitate a computed tomography (CT) scan. The patient's spouse reported that the patient was using the device at the time of the fall. On (B)(6) 2024, the spouse communicated that the patient had resumed optune gio therapy. On (B)(6) 2024, further information was received indicating that the patient sustained a skin laceration on the head as a result of the fall on (B)(6) 2024. The patient's healthcare provider (hcp) was contacted for further information, but no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).